Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a b30 scope communication error displayed. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The technical assistance center corrected the issue with the customer by completing the following: 1) turn the tower off. 2) take out the scope and clean the contact pins. 3) blow a bit of air on the clv-190 connector. 4) plug the scope back in and turn the unit back on. The image came back fine. The customer was satisfied with the results. By completing the troubleshooting exercise the issue was resolved. No further help needed. Should additional relevant information become available, a supplemental report will be submitted.